Event description:
Heartware left ventricular assist device (lvad) presented to local emergency department with severe chest pain and was found to have an epigastric bulge which was revealed to be an epigastric abscess that extended to the level of the lvad outflow graft, and (B)(6) bacteremia. The site spontaneously ruptures shortly after admission, ultimately requiring surgical incision and drainage, vacuum dressing, pain control, and IV antibiotics (6 weeks) for management.